Manufacturer narrative:
Testing and investigation found the device door roller and pin were broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.